Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display also they noticed a crack on the screen. The patient¿s blood glucose was 250mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed functional testing procedures, including the self test, sleep current measurement, active current measurement, and the displacement test. Blank display nor damage (physical or cosmetic) found during testing. (B)(4).